Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an erratic display. Reported failure did (not) occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the touchframe and cable, which reportedly, resolved the reported issue. Covidien was not authorized to service the device.